Event description:
Rep reported that the luer loc has broken after implantation. It was also reported that the device was positioned in the pt where there is a lot of stress on the device.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. Both luer loc "lips" were broken. A piece of the catheter approximately 3/4" long is still attached with suture to the proximal end metal connector. The causes(s) of the breakage can't be fully determined, however, inappropriate use and/or forces applied to the connector appear to have caused the actualy damage. The product lot number was not provided by the customer; therefore, the lot history records review could not be conducted. Based on the results of this investigation no further action is required. If add'l info becomes available, this complaint will be re-opened and investigated. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.